Manufacturer narrative:
The patient required a rescan due to system failure. The investigation found reconstruction computer not operating properly. The issue was corrected and qa test run with no further problems. Any additional information received on this incident will be reported in a follow-up MDR.

Event description:
The scanner stopped mid-scan and failed to complete the patient scan due to system failed. The patient had to be rescanned.